Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was 540mg/dl. The customer was treated for the highs at the hospital. The customer states they had issues with sets and incorrect insertions. The customer was advised that replacements would be sent out.